Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced fowler unexpected drop/collapse or IV pole falls from upright position in an unintended direction. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 1 device: shock absorber / device migration. 1 device: cable; mechanical/structural; cylinder / mechanical problem identified. 1 device: stand / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.